Event description:
Upon further review of received pathology reports, allergan medical safety determined that lymphoma-alcl-suspected should be unreported from this side since it has been reported on the contralateral side. Please refer mrn # 9617229-2019-06431.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl-suspected. Upon further review of received pathology reports, allergan medical safety determined that lymphoma-alcl-suspected should be unreported from this side since lymphoma-alcl has been reported on the contralateral side. Please refer mrn # 9617229-2019-06431.

Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is "patient diagnosed with alcl". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported the patient was "diagnosed with alcl". This record is for the right side. Device was explanted.